Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain predominantly in the left iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced endometriosis ("mild endometriosis of the torus"). The patient was treated with surgery (hysterectomy + salpingo-oophorectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. The reporter commented: essure was removed taking into account the age, advanced endometriosis and patient wishes. She had an improvement in the pain post-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2019: mild endometriosis of the torus. X-ray on (B)(6) 2019: without contrast: system in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.